Manufacturer narrative:
(B)(4).

Event description:
It was reported that a diagnostic anomaly was observed. Data was missing and several high rate episodes were noted for two weeks. Further documentation was requested. The patient's rates have since been in better control. No further information is available.